Manufacturer narrative:
The actual product was not returned for investigation; however, one new sample was returned. The new set was leak tested per product product specifications and no leaks were observed from the set. A lot review was performed and no issues were found.

Event description:
The customer reported that an extension set was leaking chemotherapy drugs (doxorubucin, etoposide and vincristine) from filter site. The leaking occurred 17.5 hours after infusion started. There was no blood loss or bleed back noted. The tubing was replaced and therapy was resumed. The drug came in contact with the patient or healthcare provider; therefore, clothing/fabric affected was discarded, skin was washed with soap and water. The spill was cleaned per protocol with a spill kit used. There was patient involvement, no adverse event and no delay in critical therapy.